Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a right sided a-flutter procedure the users encountered noise issue. The high amplitude noise was primarily on the intracardial (ic) signals of the ge- recording system during ablation. Upon further follow-up, the information received stated that the noise issue was first noted on distal map electrodes 3 and 4, then it occurred on the ic signals, later on to the body surface ECG signals. Upon increased power of the stockert generator to 30 watts all leads of the bs ECG were disturb. The noise or signal interference occurred on both carto 3 and ep recording systems at the same time. The last stable signals were the body surface ECG's and after 10-20 seconds, all signals became noisy. This resulted in the physician's inability to interpret any signal on the screen. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The local technician made electrical measurements on the hospital's power supply and recognized some strange values that the system could not filter out. The issue was found to be related to lab environment and not the carto 3 system. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.

Event description:
It was reported that during a right sided a-flutter procedure the users encountered noise issue. The high amplitude noise was primarily on the intracardial (ic) signals of the ge- recording system during ablation. The noise was also noted on the distal and proximal ablation catheter signals during ablation. The signals from the carto 3 system were readable during the ablation procedure. Thus far, the event description was not indicative of a reportable event. Upon further follow-up, more information was provided regarding the progression of the signal quality. On (B)(6) 2012 the information received stated that the noise issue was first noted on distal map electrodes 3 and 4, then it occurred on the ic signals, later on to the body surface ECG signals. Upon increased power of the stockert generator to 30 watts all leads of the bs ECG were disturb. The noise or signal interference occurred on both carto 3 and ep recording systems at the same time. The last stable signals were the body surface ECG's and after 10-20 seconds, all signals became noisy. This resulted in the physician's inability to interpret any signal on the screen. No patient consequence was reported. With the additional information provided, the event is indicative of a reportable event, thus (B)(6) 2012 marks the alert date for this complaint.